Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2022-19028. It was reported that both of the patient's leads migrated. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was established post operatively.